Event description:
It was reported that the after pressing the indentions on the side the cannula did not go all the way in on the body on (b)(6) 2026 after pressing the indentions on the side of the insertion device. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 2 of 2.Name: (b)(6)Country: United States of AmericaStreet: (b)(6). Based on the available information, this event is deemed to be a reportable malfunction.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380